Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. Attempts are being made to obtain additional information and the return of the explanted product. Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a (B)(6) old, male, was implanted with an spectra malleable device. On (B)(6) 2010, the spectra device was removed and an ipp device was implanted, reason not provided. Ams is attempting to obtain additional information.